Manufacturer narrative:
No pt was present. A new powercomm cable was swapped at site and sys working as intended after swapped. No pt present.

Event description:
Site called to report black status on the camera and visible damage to the powercomm cable. Event did not occur during surgery and no pt present.